Event description:
Patient reported 2 needles from previous shipment broke. No missed dose or adverse event reported. Unknown if patient has broken needles on hand for possible return. No further information. Reference report: mw5146956. Reported to (B)(6) by pt/caregiver.